Manufacturer narrative:
On 10/18/2019 mentor became aware that this is a duplicate report of 1645337-2019-12884. If this event necessitates any further supplemental reporting, it will be reported under 1645337-2019-12955 (this file). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/24/2019. Device evaluation summary: according to the information received, a deflation of the breast implant and defective valve were reported. During evaluation of the sample it appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. No further investigation will be conducted on this complaint. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/16/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019 it was noted that this complaint is a duplicate of 1645337-2019-12884, and this was erroneously omitted from the supplemental report submitted on 7/3/2019. Additionally, alternate analysis of this event was performed and it was determined that material rupture does not accurately define this event. Code 1546 reported initially is being removed. Also, code 3191 reflecting medical device removal is being removed. The procedure was prolonged, however, additional surgical intervention is not an accurate reflection of the event. 2. Is required intervention- uncheck. 2. Is other serious-check. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: connection issue. Concomitant medical products: mentor smooth round high profile 500cc saline prosthesis, catalog #3503500, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female undergoing breast augmentation revision with a mentor smooth round high profile 500cc saline prosthesis experienced intraoperative right sided deflation. The physician noted the implant was deflating at the valve, it was removed from the breast pocket, and replaced with another mentor smooth round high profile 500cc saline prosthesis. The surgery was extended thirty minutes due to the issue.